Event description:
It was reported by service report that the bed had no functions and smelled like smoke. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Waiting on parts to do repair.